Event description:
Dealer just got this replacement actuator in and the gears not working. Worm drive defective dealer states the patient was stranded in the chair and had to get the care taker to help him out of chair.